Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the thigh on (B)(6) 2021. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A sensor failure due to low counts aberration was observed in the data. No injury or medical intervention was reported.